Manufacturer narrative:
Requests have been made for the return of the product and evaluation is pending upon completed investigation of the product. Device manufacture date is unknown.

Event description:
Event detail: patient had fallen and said he could feel something in his neck. The surgeon wanted something very low profile with this particular patient. Additional information received from the sales representative on 22 feb 2010. On (B) (6) 2009, the patient underwent cervical fusion surgery with a 2 level antcer plate. Sometime after the surgical procedure, the patient experienced a fall and stated that he could feel something in his neck. The surgeon performed revision surgery to remove the construct on (B) (6) 2010. The construct was replaced with a different type of construct that does not have a plate. There was no malfunction of the antcer place or any other part of the construct.